Event description:
Philips received a complaint on intellivue x3 patient monitor indicating that the ECG board failed to provide accurate readings. The device was in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty ECG board. The issue was resolved by replacing the ECG board and the device was returned to the customer.